Event description:
It was reported that left hip revision surgery of the hemi head and modular sleeve only was performed due to metallosis and elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and elevated cobalt and chromium levels. During revision, the hemi head and the modular sleeve were removed. It was also noted that a competitor¿s (biomet) active articulation hip bearing and (depuy) ceramic femoral head products were implanted at the time of revision, alongside the remaining bhr cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the trunnion was not corroded, the cup was well fixed and therefore a ¿liner-filling approach¿ was used and a third-party ball head and dual-mobility liner was implanted. The final diagnosis was mechanical complication and failed total hip replacement. No information related to the alleged metallosis and blood metal ions was provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the later revision or further explain the reasons for this revision. The report of metallosis could not be confirmed. It was also noted that use of a competitor¿s (biomet) active articulation hip bearing and (depuy) ceramic femoral head these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Correct information MFR site additional information event & concomitant medical products.

Event description:
It was reported that left hip revision surgery of the hemi head and modular sleeve only was performed due to metallosis and elevated cobalt and chromium levels. Elevated test results.